Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
The 23mm aortic valve was implanted for 14 years, 11 months, at the time of the valve-in-valve procedure.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors likely contributed to the event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Without additional information the cause of the event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to aortic regurgitation. A 23mm transcatheter valve was implanted inside the 23mm valve.